Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient received 31 shocks in one hour due to t-wave oversensing which was a result of low r wave amplitude. The original programmed vector was primary, however the r waves were low in all vectors. The patient was transferred to another facility and requested explant of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The s-ICD and electrode were explanted and at this time no new system was implanted. It was noted that the patient had a strong emotional response to the shocks, which is what ultimately prompted their request to have the system explanted. No additional adverse patient effects were reported.